Manufacturer narrative:
It was reported by the rep that patient was (removal of spine hardware) due to 2 broken pedicle screws. All hardware was removed and not replaced. The screws were discarded and are not available for evaluation. The lot codes are unknown. Without lot codes, reviews of manufacturing records cannot be completed. Without product samples, we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. In the absence of product samples, lot numbers, or observed trend, this complaint will be closed with no further action required.

Event description:
International affiliate reports revision surgery was performed due to the breakage of two pedicle screws. All hardware was removed and not replaced. The devices were discarded. See mfg medwatch report no. 1526439-2013-18287 for the other screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device discarded by customer.